Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had e302 and e315 error messages. The issue was found during preparation for use. The intended procedure was completed using another workstation. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer troubleshooted the error messages. The customer cleared the buffer to eliminate e302 buffer full error. In addition, tac provided troubleshooting steps to clear the error e315 by reseating the light source cable and video cable, cleaning scope connectors, and trying a third scope; however, the issue persisted. The customer was then asked to swap the light source unit. On a later date, the customer reported that the issue had been resolved. The facility swapped out the cable, and no error occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.